Event description:
At a customer site in india, it was reported that the main valve (magnetic valve close to premix gas cylinder) had a gas leakage and it was observed that the electro magnetic valve had cracks. The o-ring (sealing ring) was replaced, the gas leak arrested. No injury was reported.